Event description:
Caller reported cartridge alarm 20. There was no adverse impact to the customer¿s blood glucose level. Caller was assisted in loading a new cartridge correctly, successfully resumed insulin therapy, and the issue was resolved.